Manufacturer narrative:
H10: manufacturing review: a lot history record could not be completed as the lot number was not provided. Investigation summary: one stylet was received and evaluated. Gross visual observation was performed and it was observed that the sample was bent. 2 medical images were also received and evaluated. Per the image review, image 1-right internal jugular central venous catheter is present with its tip overlying the superior vena cava and image 2-right internal jugular central venous catheter is present with its tip overlying the superior vena cava. Right internal jugular central venous port catheter has its tip in the superior vena cava. The linear radiopaque stylet may be from the catheter placement and is located in the superior vena cava and the right heart on the second image. The medical image review confirm the alleged migration of stylet with embolism issue. However, the definite root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: h6 (patient 2330 - discomfort). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the immediately after the placement of the port device, the patient allegedly experienced chest pain and discomfort as the stylet was retained in the patient. Reportedly, an x-ray revealed that the stylet was migrated into the right atrium. It was further reported an additional intervention was required for stylet removal, however, the patient was reported to be in the stable condition after the removal of the stylet.

Manufacturer narrative:
The lot number was not provided, a review of the device history records has not been performed. The device has been returned for evaluation. The investigation is currently underway. (B)(4).

Event description:
It was reported that the immediately after the placement of the port device, the patient allegedly experienced chest pain and discomfort as the stylet was retained in the patient. Reportedly, an x-ray revealed that the stylet was migrated into the right atrium. It was further reported an additional intervention was required for stylet removal, however, the patient was reported to be in the stable condition after the removal of the stylet.